Event description:
Information was received from a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was not feeling stimulation since the day prior to the report. The patient used the patient programmer to check the therapy and therapy was off. The implantable neurostimulator was about 3/4 charged and she was charging. The patient programmer showed that the implantable neurostimulator was half charged and the patient programmer battery shows 50% full. The patient was able to turn therapy on and feel stimulation and was continuing to charge.

Event description:
Additional information was received from the patient indicating that they had straining with bowel movement, which leg to their therapy being off. The patient mentioned that they were thankful for the help turning their stimulation back on, because they are not very "tech savvy."

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.